Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap damage and a battery cap contact missing. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube. Pump received without battery cap, damaged battery cap was unable to verify. However, cosmetic damage at battery compartment was moted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional testing was performed on 31-mar-2025. Related svn (B)(4) (case-(B)(4)) and the additional testing is being added to the primary svn (B)(4) as a supplement to the original test results noted above. Test appendix: ngp ble - 1. Displacement test = 0.0347 in. Pass. 2. Rewind = pass. 3. Prime/seating = pass. 4. Basic occlusion test = pass. 5. Force sensor test = 2.5 lbs. Pass. 6. Occlusion test = 2.2 units pass. 7. Sleep current measurement = 0.55 ma pass. 8. Active current measurement (benchmark elec.) = n/a ma 168-206. 9. Active current measurement (jabil elec.) = 138 ma pass 131-163. 10. Self test = pass. 11. Displacement accuracy test = 0.0873 in. Pass. Case type = ngp. S/w version = 6.7w. Retainer ring = black. On a related svn (B)(4), it was reported to medtronic minimed that the customer passed away and the date of death was unknown. However, the event date listed on smartsolve was 13-sep-2024. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Found usertimedatechange in the pump history file. On (B)(6) 2024 at 06:01:41.000 usertimedatechange (3) from systemtime = (B)(6) 2024 at 06:01:41.000 to newsystemtime: (B)(6) 2024 at 17:01:42.000. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 13-sep-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 13-sep-2024 in the pump history file due to no data available. The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.